Manufacturer narrative:
UDI number: (B)(4). Suture looping occurs when the surgeon inadvertently loops a suture over one of the commissural posts. The suture restricts the leaflet motion prohibiting coaptation resulting in central leak. Whether caused intra-operatively or post-operatively, cases of suture loop will typically require re-operation. In this case, there is insufficient information to conclusively determine the root cause of this event. However, it is likely that procedural related factors contributed to this event. Per the device instructions for use, avoid looping or catching a suture around the open cages, free struts, or commissure supports of the valve which would interfere with proper valvular function. The device was returned for evaluation. As received, "reports of regurgitation and incomplete coaptation were confirmed through observed suture loop. X-ray demonstrated wireform intact. Suture track indentations were observed on the free margins of leaflets 2 and 3 near commissure 3, indicating that the suture was looped around commissure 3. A suture thread, approximately 20mm long, remained attached to the sewing ring near commissure 3 and other suture holes were also observed around the sewing ring. Sewing ring was cut around leaflet 1 on the inflow aspect. Host tissue on the stent circumference was minimal on both the inflow and outflow aspects. Photos provided appeared consistent with lab findings." The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards received information that a 29mm 7300tfxj mitral valve, implanted seven (7) days, was explanted due to severe mitral regurgitation secondary to incomplete coaptation. The device was originally implanted for mitral valve replacement at intra-annular position to correct mitral regurgitation. At implant, tricentrix holder was properly deployed, however, the surgeon tied only two knots where probably correspond to the anterior leaflet and posterior leaflet and the rest of the sutures were tied after the holder system was completely removed. Trivial mitral regurgitation was observed right after the implant, but it was considered as an allowable range. After an implant duration of two (2) days, severe regurgitation was detected. The valve explant was performed after an implant duration of seven (7) days. The device was explanted and replaced with a sjm epic mitral valve with no adverse patient events reported. At explant, the leaflets appeared dropped and it was making the coaptation incomplete. The patient status was reported as ¿under treatment¿. Multiple cardiac surgical procedure: tricuspid annuloplasty with a 26 mm 6200 ring at implant. The device was returned for evaluation as well as photos and echo images at implant.

Manufacturer narrative:
Updated: h6.

Manufacturer narrative:
H3: evaluation summary: customer reports of regurgitation and incomplete coaptation were confirmed through observed suture loop. X-ray demonstrated wireform intact. Suture track indentations were observed on the free margins of leaflets 2 and 3 near commissure 3, indicating that the suture was looped around commissure 3. A suture thread, approximately 20mm long, remained attached to the sewing ring near commissure 3 and other suture holes were also observed around the sewing ring. Sewing ring was cut around leaflet 1 on the inflow aspect. Host tissue on the stent circumference was minimal on both the inflow and outflow aspects. Photos provided appeared consistent with lab findings. Added 08/17/2020 echo report: presumed iotee: a bioprosthesis is in the mitral position. Single-plane imaging in long axis (133°) reveals a sharp bend in one of the leaflets in a posterior position (l2 or l3) strongly suggestive of suture loop (figure 1). In x-plane imaging, a sharp bend is evident in both leaflets in a posterior position (presumably l2 and l3), again strongly suggestive of suture loop. There is moderate or severe mr with a central origin. The left atrium and left ventricle are small, suggesting early post-pump imaging on iotee. As noted above, multiple, small, mobile, hyperechoic targets consistent with cavitations or intracardiac air, again suggest early post-pump imaging on iotee. On what is presumed to be early post-pump iotee, there is abnormal mitral bioprosthesis leaflet motion strongly suggestive of suture loop, and moderate or severe mr with a central origin.)

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional manufacturer narrative: photos provided during the investigation of the event appeared consistent with lab findings from the product evaluation.